Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05442. It was reported the patient experienced soreness located at the ipg sites. Surgical intervention occurred and ipgs were explanted replaced. Reportedly, the soreness has resolved.